Event description:
It was reported to philips that during pm was not able to set pacer current above 40 ma due to dpm hardware failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.